Event description:
It was reported that high capture threshold, low sensing, and low pacing impedance were observed. Noise was reproducible on the lead. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.